Manufacturer narrative:
Additional manufacturer narrative: the device was not evaluated as it was discarded by the hospital. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. Partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the surgeon indicated that the valve was a little big due to the scar tissues and debridement of the infectious tissue. The root cause for this event cannot be conclusively determined with the information provided. However, patient and procedural factors likely contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that after the implant of a 25mm pericardial aortic valve, the patient developed significant left ventricular dysfunction immediately after cardiopulmonary bypass was weaned off. An intraaortic balloon pump did not improve any of the left ventricular ejection fraction. A vein graft was obtained from the right lower leg and then CABG was performed with beating heart to the lad. The lv dysfunction did not improve. It was thought maybe the 25mm valve was a little big due to the scar tissues and debridement of the infectious tissue. Careful inspection was performed and showed that the left main artery ostia was relatively close to the sewing ring of the valve but there was no obvious obstruction. Because the aorta was already open, it was decided to remove the 25mm valve and replace it with a 23mm pericardial aortic valve. After this valve replacement, the patient still has severe lv dysfunction and did not respond to medication. At this time, the surgeon discussed with the patient's family and cpb was weaned off. The chest was temporarily closed and the patient was sent to the cvicu. Postop tee showed the patient had severe lv dysfunction. The patient did not tolerate the surgery at all and was transferred to the cvicu with large doses of inotropic support intraaortic balloon pump support, and was hypotensive. Current status of patient was not provided.